Manufacturer narrative:
H10: manufacturer narrative: h3, h6: siemens healthineers completed the investigation of the reported event. The investigation was performed based on expert discussions, consideration of the complaint description, customer service reports, system history, system log files and event simulation. According to the provided information, the system got stuck in start-up mode when booting up after a reboot or when turned on. Furthermore, the issue happened before an emergency procedure which caused the exam to be delayed. No health consequence was communicated. For the described scenario, the root cause investigation is not possible by log file analysis, as the system is not logging during system boot up. It can just be confirmed when the system was shutdown. The logs show that the issue did not happen on the reported day of the event, but the system was shut down the day after and turned on again another day later. To detect any hardware (hw) problems, a hw diagnostic test via bios was performed on site to determine any problems with the drives or memory. All tests were performed without any malfunctions. Therefore, attempts were made to reproduce the problem in the laboratory through various test cases, such as multiple (300 times) automatic system restarts or multiple hard shutdowns instead of the shutdown procedure described in the operating manual. The problem could not be reproduced in the laboratory. Even on site, the error no longer occurred. The occurrence rate of that error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the sensis vibe hemo system. The user reported that after booting the system, it displayed a blue screen indicating that windows needed to be repaired. This caused a long term delay which occurred before an emergency procedure. There is no report of impact to the state of health of any patient or user involved.